Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had difficulties to interrogate. Technical services (ts) reviewed the device data and explained that as the patient had recently relocated, this may have contributed to the issues to interrogate, discussed potential causes and troubleshooting options, including verifying communicator setup, ensuring proper placement and connectivity, and performing an in-clinic interrogation if needed. The device had approximately six months of battery longevity remaining at the time of review. No adverse patient effects were reported. This pacemaker remains in service.